Event description:
It was reported that the ilet bionic pancreas was dropped during dirt biking, resulting in a fractured touchscreen that no longer displays, although the device continued dosing insulin and remained connected to the app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related failure consistent with a fractured device component, specifically the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.